Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the generated an autofill failure alarm and was unable to resume pumping. It was noted that the insertion site was femoral. The customer attempted several auto-fills and dropped the augmentation control several bars but this did not resolve the issue. The customer was advised to log roll the patient while keeping their leg straight and attempts an auto-fill again. While rolling the patient over, the pump auto-filled on it's own and began pumping again and the alarm disappeared. It was advised that there was a possible kink in the iab and a chest x-ray was suggested to confirm iab location. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-20 through feb-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #591943

Event description:
N/a